Event description:
The customer reported that when the pads adapter cable and pads are attached, the defibrillator continues to display "attach pads cable". This was noted upon receipt of this exchange defibrillator. There was no pt involvement.